Event description:
The pt experienced spasms following a magnetic resonance imaging. No other clinical info was provided. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4): the device is included in the medical device safety alert, important info on potential MRI effects physician communication (august 2008).